Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7208947. Our records show the reported lot was manufactured on 07/28/2017, and determined that this is the only instance of damaged tubing occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system leaked. There was no report of exposure, injury, or medical intervention.